Event description:
It was reported that a hard sheath dissecting hook did not work in a case. A new hook was opened and worked well. The customer recently purchased the harmonic scalpel system. The rep was notified to follow up. There was no consequence to the pt. 11/12/97 the rep reports the dissecting hook was attached to the handpiece and did not function. The hook was removed and reassembled with the same results. Another hook was opened and attached to the handpiece to complete the case without incident. The defective hook was inadvertently thrown away.